Event description:
Intl customer reported that a pt underwent a laparoscopic umbilical hernia repair with mesh implant. The pt developed signs of sepsis and an acute abdomen beginning one day post surgery. A laparoscopy was performed which showed a normal and uneventful abdomen. These symptoms resolved spontaneously then recurred two days later. It was decided not to intervene. Antibiotics were prescribed. No further intervention was provided; the pt fully recovered.

Manufacturer narrative:
Date sent to the FDA: 10/24/2008. Infection occurred- conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.